Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "hard to talk," and a loss of consciousness; however, after regaining consciousness the customer was able to self-treat with juice and honey. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 6 (indicating abnormal termination) with a voltage below specification range (event log 10) and the system reset error (event 33). Visual inspection was performed on the returned sensor plug and no failure modes were observed. An additional carbon print was observed on the sensor plug assembly upon visual inspection; continuity testing was performed and passed, indicating that the observed additional carbon print does not have an impact on sensor functionality. The sensor was further investigated and de-cased. Performed a visual inspection on the sensor's pcba (printed circuit board assembly); no issues were observed. The returned battery was measured to be within specification range. The sensor was reprogrammed and activated to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture; all results were within specification. The poise voltage was measured and indicated that the voltage threshold produced by specific integrated circuit (asic) was within specification. All test passed indicating the electronics integrated into the pcb are functioning as intended. It has been determined that the ferromagnetic random-access memory (fram) memory was corrupted. This corruption led to the "replace sensor" error message observed by the user, along with events 10 and 33 being recorded in the sensor event log. Therefore, this issue is confirmed to memory corruption. An extended investigation has been performed for the reported complaint. The DHR (device history review) for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "hard to talk," and a loss of consciousness; however, after regaining consciousness the customer was able to self-treat with juice and honey. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.